Event description:
Severe allergic reaction to glue or other component of band-aid brand bandaid. Dates of use: (B)(6) 2011. Diagnosis or reason for use: had a cut on forearm. Event abated after use stopped: yes.